Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the garment. It was reported that the garment was too tight. Field services remeasured the patient and provided the patient with a larger garment. There was no alleged device malfunction contributing to the irritation. The patient's nurse confirmed that there was no open or broken skin, but she put a piece of cloth / gauze under the patient's breast to release the pressure of garment tightness. The medical outcome of the rash is unknown as follow up attempts were unsuccessful.